Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was not delivering. They stated that they started the feeding at night and the bag was still full in the morning. Mmdg did follow up with the initial reporter, and they stated that the patient did not have any adverse effects due to the complaint and that they had no other information to provide. [(B)(4)].